Event description:
It was reported that after a procedure in the sterile processing department the device was moved on a tray and the tip broke off. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
It was reported that after a procedure in the sterile processing department the device was moved on a tray and the tip broke off. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.